Event description:
Unit reportedly shocked a pt. Clinician was using channel one when the unit shocked the patient. The clinician check the unit and made an attempt to restart the unit. The unit errored out giving a 'pad contact quality' indication.

Manufacturer narrative:
Previously investigated. Known potential shock and potential burn due to transient over-voltage within the circuitry causing components to fail and potentially shock or skin burn to the patient beneath the electrodes. The devices implemented preventative software.